Event description:
Returned dacapo power pack showed a broken housing with electrolyte leakage. However, neither patient contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
Conclusion: investigation results confirm that loss of hermeticity at the housing braze joint likely was the root cause for the reported problem. Although the device electronics was still working, however it seems likely that the device was in an early stage of failure, which might not affected the telemetry circuit of the stimulator electronics. The residual gas analysis confirms a high rate of moisture ingress into the device's inner housing. Additionally the stimulator electronics were optically inspected during device investigation, where growing dendrites could be seen. This is a final report.

Event description:
The patient reported a "humming" sound. After some days the patient had no audibility with her ci anymore.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a combined initial and final report.